Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds at implant but improved the next day. Far field r-wave (ffrw) oversensing was also noted at implant and reprogramming was performed. It was also reported that during implant the right ventricular (rv) lead had to be repositioned after being hooked up to the device due to the r-waves. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.